Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified super facial femoral - popliteal artery. A 5.00 mm/2.0 cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon rupture occurred. The device was completely and simply pulled out from the patient's body. The procedure was completed with a non bsc device. No patient complication was reported. Patient condition was good post procedure.